Manufacturer narrative:
(B)(4). The two needleless confidence kits (product code: 2839-13-000, lot number: hvfblr) were returned to the complaints handling unit (chu) on (B)(6) 2016. The cement mixer, reservoir, and pump were returned. No immediately observable damage was found to any of the returned parts. The pumps did not feature any water past the safety valve. While the systems were undamaged, it was noted that there were two plungers in one reservoir, but zero plungers in the second reservoir. Most notably, the first of the two plungers is in front of approximately 5ml cement and the second one is behind that same 5ml of cement. The remaining reservoir does not feature any plunger at all. The reservoirs may have been misassembled during preparation, resulting in the plunger being installed prior to the injection of cement in one reservoir. The difficulty in its use led to the opening of the second kit. The second plunger was then installed in the first reservoir behind 5ml of cement. Due to the difficulty experienced in using this kit, the second kit's cement was mixed and injected into the second reservoir. Since both plungers were stuck in the original kit, there was no plunger to be attached to the second reservoir. The water from the pump was then forced into the cement without the plunger, leading to what appeared to be a water leak. Both pumps were later tested for leaks. The pressure safety valves in both pumps were tripped within limitations. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the issue reported could not be determined from the samples and the information provided. A potential root cause may be misassembly of the various components, resulting in the plungers of the cement reservoirs being placed in the wrong location. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a vertebroplasty procedure they have a problem with 2 kits of confidence; the first one during the mixing of the cement the cement was not able to came out from the reservoir , so it couldn¿t be use. There used a second box of confidence that had an other failure: the hydraulic pump was leaking water instead of keeping it inside. There was no harm to the patient. More information will be collected.